Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an external neurostimulator (ens). It was reported that the patient went to change the ens batteries and said the ens was warm. The patient stated that it burned her leg and had a bilateral trial so she stopped using the ens that was warm. The patient described the symptom as sudden. There were no further symptoms or complications reported or anticipated.